Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first two most proximal struts lifted and stretched in a distal direction. There were no signs of damage to centre or distal struts. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09010 and 2134265-2016-09011. Reportable based on device analysis completed on 21-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcific and highly tortuous left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, predilation was performed using a non-bsc balloon catheter. Subsequently, a 38 x 2.50 promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. Additional predilation was performed and a 28 x 2.5 promus premier&#10244;rug-eluting stent was advanced but still failed to cross the lesion. A 20 x 2.50 promus premier&#10244;rug-eluting stent was then advanced, but also failed to crossed. Dilatation was then performed at high pressure. The lesion was stented followed by post dilatation and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.